Event description:
During an in clinic follow up, r wave amplitude variation and low pacing impedance were noted on the right ventricular (rv) lead. Rv lead dislodgement was suspected. No intervention has been performed at this time. The patient was stable and will continue to be monitored.